Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed >2500 ohms atrial bipolar lead impedance and loss of capture. Unipolar lead impedance was 264 ohms. The physician elected to program the atrial channel to the unipolar configuration and monitor the lead integrity through continued follow-ups.